Event description:
A report was received stating the "bronch cap" on the closed suction catheter device fell off creating a leak in the ventilator circuit. The ventilator machine alarm could be heard by the users and when the users assessed, the patient the cap was detached. It appeared that the cap was not tightly secure on the catheter when it was removed from packaging. This has occurred intermittently, on more than one occasion, but an exact quantity of incidents was unk. There has been no reported injuries from the detachment of the "bronch cap".

Manufacturer narrative:
(B)(4). Method: actual device evaluated, visual inspection; results: results pending completion of evaluation; conclusions: conclusion not yet available- evaluation in progress. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a f/u report will be filed. Complaint#: (B)(4).